Event description:
Overdelivery reported: the pump was programmed to infuse fentanyl in the epidural continuous plus pca mode of delivery at 5ug/ml, 30ug/hr, 10ug pca, and a 15 minute lockout. It was reported that 196ug remained in the bag at the change of shift, when there should have been at least 235.2ug based on maximum dosing. There was no pt harm or oversedation reported. According to the customer contact, "at the time of the event, the pump was not replaced. The pump was reprogrammed and continued therapy until therapy was complete." Though requested, there was no additional info available.